Manufacturer narrative:
The reported event of the tip breaking was confirmed through visual inspection. Based on subject matter expert consultation cause for the tip breaking is damage due to coming in contact with the tip cover or excessive force during use. The device was not repaired but returned to the customer.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed.

Event description:
It was reported that the s202 standard long tip set was being used in a pituitary tumor surgery when the tip broke. The tip was removed from the patient with no injuries or adverse consequences. There were also no injuries or adverse consequences for the user.

Event description:
It was reported that the s202 standard long tip set was being used in a pituitary tumor surgery when the tip broke. The tip was removed from the patient with no injuries or adverse consequences. There were also no injuries or adverse consequences for the user.

Manufacturer narrative:
Based on a review of this device, the product is not reportable under FDA cfr part 803. This device, or similar device, is not manufactured, marketed, or distributed in the united states. No report needed to be filed.

Event description:
It was reported that the s202 standard long tip set was being used in a pituitary tumor surgery when the tip broke. The tip was removed from the patient with no injuries or adverse consequences. There were also no injuries or adverse consequences for the user.